Event description:
It was reported that a pipeline flex embolization device 5.00mm x 16mm was deemed defective by a healthcare professional during a neurovascular flow diversion procedure. The device was inside the patient and retained in the interventional radiology department. No medtronic representative was present at the event. Further details regarding patient symptoms, complications, and procedural outcomes were not specified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex shield embolization device and non-medtronic catheter (xt-27) were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. The pipeline flex shield pushwire was returned within non-medtronic catheter (xt-27). ¿ damage location details: the pushwire was extending out from catheter hub. In addition, sleeves and tip coil were deployed from non-medtronic catheter (xt-27) distal tip. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. No damage was found with non-medtronic catheter (xt-27). No other anomalies were observed. ¿testing/analysis: the pipeline flex shield pushwire was pushed out from non-medtronic catheter (xt-27) without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.